Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was suggested to run the extended self-test (est) and test lung also to swap the graphical user interface (gui) to breath delivery (bd) cable. Covidien was not authorized to repair the unit. The customer reported to have followed the tse recommendation and the unit ran normally. The customer has conducted final testing.